Event description:
It was reported that during use with an unspecified amount of bd posiflush¿ normal saline flush syringe the plunger was difficult to move. The following information was provided by the initial reporter: difficult to start flush.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306546 and lot number 3072524. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd posiflush¿ normal saline flush syringe, the plunger was difficult to move. The following information was provided by the initial reporter: difficult to start flush.